Manufacturer narrative:
Conclusion: according to information received, the device explanted due to pain and unrelated clinical conditions. However, a reduced electrical impedance between coil and eap/rg (evoked action potentials/ remote ground) electrode was discovered during investigation. Furthermore, the recipient has pre-existing medical conditions. Both factors might have led to the reported pain and consequently led to device removal. Mechanical damages found during investigation are attributable to the removal surgery. This is a combined initial and final report.

Event description:
The recipient reported pain around the coil, which was not related to the magnet strength and began approximately two months ago. When the audio processor (ap) was removed, the pain persisted and radiated toward the eye region. Then the recipient began experiencing a metallic taste in the mouth. Due to the pain, the recipient often needed to remove the ap. The user has been re-implanted.